Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial# (B)(6) ) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial# unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the reload did not close completely despite the display indicating it was closed correctly. This resulted in an extended surgical time of 40 minutes. The device was replaced with the same model from another batch.